Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No moisture damage electronic assembly. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the customer jumped into the pool with her insulin pump. The insulin pump then alarmed button error. Customer's blood glucose was 27 mmol/l. No other significant even has occurred that also may have contributed to the device alarming. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.